Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of lead fracture, MFR number 2017865-2013-05423. It was reported that the patient could benefit from atrial support. The fractured previously capped atrial lead was explanted. The chronic ventricular lead was electively explanted due to the possibility of damage caused by the right atrial led extraction. A portion of the right ventricular lead was explanted and the remained was capped on (B)(6) 2019. A new atrial and ventricular lead were implanted successfully. The patient was stable throughout. During the procedure, an abandoned right atrial lead and right ventricular lead were observed on the patient¿s left side. It was reported that abandoned right atrial lead was capped and replaced on (B)(6) 1996 due to an unspecified issued. The abandoned right ventricular lead was reportedly capped and replaced on (B)(6) 2003 due to a suspected lead fracture. No further information was provided.

Manufacturer narrative:
A partial lead with the tip measuring 23.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.